Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain with device use subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to re-implant the patient with a new device during the same surgery.